Event description:
While (B)(6)'s began to lift a resident on the bed, a sling loop came loose from the sling. The sling fell down onto the mattress with the pt remaining in the sling. Resident was not injured.